Event description:
It was reported that during a pci procedure, the liberte' monorail stent moved on the delivery device. The lesion being treated was located in the mid left anterior descending (lad) coronary artery. The lesion was pre-dilated using a maverick 2.5x20, balloon at 16 atms for 35 seconds. The 3.5x24 liberte' monorail coronary stent delivery system was prepped as per usual procedure, introduced into the pt and placed in situ at the lesion. After the physician was happy with the "stent" position, the stent balloon was inflated to 14 atms. Following what they thought was stent deployment; they noted that no stent had in fact been deployed. Following removal, the stent was located on the shaft of the delivery device just proximal to the balloon catheter. The procedure was completed using another manufacturers product. No pt injuries or complications were reported. Pt status is listed as "satisfactory".